Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was damaged around the reservoir compartment. The customer stated they did not drop or bump the insulin pump. The customer stated they had to tape up the insulin pump to continue use. The customer's blood glucose was 7 mmol/l. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with a broken reservoir tube lip, cracked battery tube threads, a missing o-ring, a cracked case at the reservoir tube window corners.